Event description:
It was reported that the patient with this pacemaker device exhibited signal artifact monitor (sam) events and the minute ventilation (mv) sensor was disabled. The impedance measurements were around 547 ohms on the right atrial (ra) lead, still within the range. There was noise present. Upon review, it was noted that the noise appeared due to electromagnetic interference (emi). The frequency was too high to be mv chop and the markers and impedances show it as noise. Technical services (ts) recommended to consider turning mv back on. This device remains in service. No adverse patient effects were reported.